Event description:
Customer alleged blood glucose results of 240 mg/dl and 107 mg/dl when testing was performed back-to-back on the aviva system. Customer had no symptoms. Customer did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.